Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl. Customer gave a correction bolus via the pump to address bg. Reportedly, supplies were used beyond labeling. Tandem technical support educated the customer on insulin labeling.